Manufacturer narrative:
Method: product is not available for evaluation and investigation. A review of the device history records (DHR) was conducted for the lot number and incident reported. The device passed all manufacturing specifications prior to release. Information was provided by the customer that the pump was filled to 120ml, which does flow faster than a nominally filled pump. The directions for use (1303046 rev. H) contains a caution statement: filling the pump less than nominal results in faster flow rate. Results: without the actual product, an analysis cannot be conducted. If additional information pertinent to this complaint or the sample is received, I-flow will submit a follow-up report.

Event description:
Drug/diluent: fortum 4.6gr. Fill volume: 120ml. Flow rate: 10ml/hr. Procedure: unknown. Cathplace: unknown. A fast flow was reported. The pump infused in 8-9 hours instead of 12 hours and the pump was empty after treatment. Date of event: (B)(6), 2011. Per dfu: nominal flow rate: 10ml/hr. Nominal fill volume: 270ml. Maximum fill volume: 335ml. The infusion delivery rate is approximately 27 hours when filled to nominal volume and flow rate.